Event description:
Patient bought apnea machine from the company. Patient could smell burning plastic when machine was in use and comapny would not take the machine back. Breathing through this device made the patient feel dizzy. This device is faulty and FDA needs to do something about it.